Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation a faradrive steerable sheath clear was selected for use. Upon insertion of the catheter into the sheath, a lot or air bubbles were pulled into the flushing line and syringe when aspirated. The catheter was removed and no air was observed, but after reinserting the issue occurred again. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.